Event description:
The patient reported exposed and frayed wires and sparking of the power supply box cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the "power supply box cord (cm1110) had frayed wires and had sparked" was confirmed. During initial testing, it was determined that while the power cord was functioning properly, the power supply was not able to hold power due to frayed and exposing wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.